Event description:
It was reported that the user experienced multiple infusion occlusions in a single day that persisted despite standard troubleshooting and several complete supply changes, consistent with obstruction of flow associated with the connector/coupler of the ilet system. Customer care provided support that included arranging for supply replacement logistics. Investigation of this case revealed deformation-related problems consistent with an obstruction of flow and implicated the connector/coupler as the affected component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.